Manufacturer narrative:
On october 21 2020, additional information received indicated that the date of explantation updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contractures, unknown baker grade, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which bilaterally deflated, and patient experiencing bilateral capsular contractures, unknown baker grade after implantation. The issue was confirmed by the physician. As a result, patient scheduled for bilateral removal on (B)(6) 2020. This report is for the left side.